Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 failed due to a connectivity problem. A field service engineer powered the station off and inspected the back of the drawer. All the cables and connections were reseated to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the main drawers 1.1 and 1.2 were not detected on the bus and could not be restored. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.